Manufacturer narrative:
The 2mm drill bit long, (B)(4) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The device was not returned to the manufacturer for evaluation. Device history record for the (B)(4), lot om16102 was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The surgeon chose not to attempt to remove the tip of the broken drill and it remains implanted. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Product was not returned to manufacturer.

Event description:
A surgeon reported on (B)(6) 2016 that during a bunion procedure on (B)(6) 2016, while drilling for the placement of an m1/m2 screw, the tip of the drill broke off in the 2nd metatarsal. The surgeon decided to leave the broken tip in the bone and when the m1/m2 screw was inserted, the tip of the drill was pushed into the 3rd metatarsal. The surgeon opted not to remove the broken drill tip from the patient. There were no other reported patient outcomes and no plan for revision.